Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to patient is having discomfort so the doctor went in and did a poly swap.

Manufacturer narrative:
Complaint has been evaluated and is similar to: 1644408-2019-00036: 391-09-604, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.